Event description:
Literature: hooper ak, okun ms, foote kd, et al. Venous air embolism in deep brain stimulation. Stereotact funct neurosurg. 2009;87(1):25-30. Summary: this study reports on the approximate incidence of venous air embolism (vae) during deep brain stimulation (dbs) lead placement using two methods. A retrospective review was conducted of records of 2876 bds leads implanted from july 2002 to may 2007. Characteristics of those who coughed during surgery were reviewed. Prospective vae monitoring in 21 consecutive patients with 22 leads from june 2007 to august 2007 was also obtained using precordial doppler ultrasound and end-tidal co2. Reportable event: the patient experienced an intra-operative venous air embolism requiring medical intervention. The patient experienced paroxysmal coughing during burr hole drilling, transient tachycardia (no change in saturation or blood pressure) while undergoing right lead placement in the subthalamic nucleus (stn), the patient was in a recumbent position. End-tidal co2 was not measured. The incision was flooded with saline. The patient was treated with 100% o2 via facemask and bone wax was used to seal the bone edges. There were no significant hemodynamic or permanent consequences as result of the event.

Manufacturer narrative:
See scanned pages.